Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence finding of" a mass is visualized at the base of the right ventricle" has been changed to: "a mass in the right ventricle cannot be ruled out from this exam". If clinically appropriate a transesophageal echo is recommended to more thoroughly evaluate the transthoracic echo findings. In this issue, the original sentence indicates the definitive presence of a mass at the base of the rv. The changed sentence does not contain contradictory information but rather indicates the suspicion of a mass in the rv (without specificity to the base), and recommends an additional invasive procedure if clinically appropriate. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There is a clinical risk associated with this finding as the potential for additional inappropriate treatment is recommended with the changed sentence. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmt post market verification work instructions to correct the sentence finding. Any further investigation for the sire described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence is 1 study date.